Event description:
We were in the middle of using the spyscope and then the spyscope screen turned to 5 gray dots. I tried shutting machine off, unplugged device. Powered generator back on and then plugged device back on. I would get the boston scientific logo and then nothing. It would acknowledge the device for about 2 seconds but wouldn¿t allow me to turn the light on. When I pressed the light button, nothing would happen. Manufacturer response for choledochoscope and accessories, flexible/rigid, spyscope¿ ds ii (per site reporter).